Manufacturer narrative:
Device not returned. High gradient and prosthesis mismatch.

Event description:
Reportedly, pt had high gradients due to prosthesis mismatch --> regurgitation. Device was not explanted.